Event description:
It was reported by service report that the fowler was bent and unable to be laid flat. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: bent fowler.